Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) reported that via telephone, he instructed the customer to perform a water condensation removal procedure, and after this was done, the customer (biomedical engineer) ran the pump for over 2 hours without failure occurring. Subsequently, the pump was clinically used on patients without failure. However, when the customer sent a screenshot of the failure codes, the stm observed that code 42 was shown, which is for datasette issues. The stm then visited the event site and replaced the datasettes due to code 42. In addition, the stm observed that for the autofill issue that occurred, a 60 code was logged which states that excess moisture will cause autofill issue. The stm then verified that k3/k5 valves were not sticking, and ensured that the iabp passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill related issue. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse was event reported.